Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and had a keypad anomaly. The customer¿s blood glucose was 500 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error the numbers were scrolling and the act button was unresponsive while trying to deliver a bolus. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 500 mg/dl and no high blood glucose troubleshooting was performed. The customer was advised to purchase a syringe for back up plan as customer mentioned that she has an insulin but does not have a syringe for treatment. Customer stated that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.